Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer stated that she has been having problems with blood glucose levels. Customer is waking up with low blood glucose. The current blood glucose reading is 48 mg/dl. Customer has treated with food. Customer experiencing low blood glucose for two weeks. Customer stated that she was hospitalized for irritable bowel syndrome related to diabetes, but not the insulin pump. Customer unsure of the blood glucose reading at the time of the incident. Nothing further reported.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications. The displacement test functioned properly and the motor passed the motor test.